Manufacturer narrative:
Eval: no product was returned to assist in this investigation. Unfortunately, without the actual complaint device we are unable to determine why the filter failed to open. However, the appropriate personnel have been notified of this matter.

Event description:
Vena cava filter was inserted in the pt's vena cava via the right groin. The filter was released from the deployment device, but did not open. Another MFR's filter was placed above it and caught it. At this time the physician plans to leave the filter in place.